Manufacturer narrative:
Sample analysis: the delivery pusher and implant were returned for evaluation and confirmed the implant coil had detached. The evaluation showed excessive force was used which likely led to the coil becoming detached. Mvi reference number: (B)(4).

Event description:
Coiling treatment was conducted of a splenic aneurysm. It was reported that the coil position was not desirable. During coil retraction, the coil prematurely detached. The implant coil was successful retrieved using an endovascular snare. The procedure was completed with additional coils. No injury was reported with the patient as a result of the procedure.